Event description:
It was reported that: "manta suture seemed to not catch so no tension achieved." Additional information: during a left heart cath procedure a root aortogram, tavr and temp pacer were also performed. It was a challenging access. Both right and left cfa, multiple wire and sheath exchanges. On the right cfa when attempting manta closure, it is reported that the wire broke, the device never got to full tension as if the wire/suture broke. He still advanced lock to collagen and the vessel seemed to slow bleeding. Bilat femoral pressure held. Left femstop placed. Post op it is reported that there were no distal pulses and there was acute left leg ischemia. Stent was placed and left brachial sheath was sutured in place for art line monitoring. Patient was charted IV heparin x 24-48 hours. Patient has severe underlying peripheral artery disease. Another repeat brachial approach was needed. Covered stents were placed in right cfa. Acute bleeding was controlled. Patient had a known occluded right sfa previously.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), no product evaluation could be completed as the device was not returned for evaluation. The device lot history record review could not be completed as there was no lot number provided for this complaint. The event description states that the manta suture seemed to not catch so no tension achieved. There was no returned product received to complete an evaluation. There was also no lot number provided for the device used. Additional information received confirmed multiple wire and sheath exchanges, rt cfa manta failure (wire broke) device defect, bilateral femoral pressure held, lt femstop placed. Post op: no pulses distal les; left leg: acute ischemia. Covered stents rt cfa/ into rt profunda and extension of rt iliac endograft limb. Acute bleeding controlled. Based on the lack of information provided the root cause of the issue reported is undeterminable. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "manta suture seemed to not catch so no tension achieved." Additional information: during a left heart cath procedure a root aortogram, tavr and temp pacer were also performed. It was a challenging access. Both right and left cfa, multiple wire and sheath exchanges. On the right cfa when attempting manta closure, it is reported that the wire broke, the device never got to full tension as if the wire/suture broke. He still advanced lock to collagen and the vessel seemed to slow bleeding. Bilat femoral pressure held. Left femstop placed. Post op it is reported that there were no distal pulses and there was acute left leg ischemia. Stent was placed and left brachial sheath was sutured in place for art line monitoring. Patient was charted IV heparin x 24-48 hours. Patient has severe underlying peripheral artery disease. Another repeat brachial approach was needed. Covered stents were placed in right cfa. Acute bleeding was controlled. Patient had a known occluded right sfa previously.